Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) veterinary surgical procedure on a canine, it was observed that the quick coupling device was making a loud grinding noise. There were no delays to the planned surgical procedure as an identical spare device was available to complete the surgery successfully. There was no human patient involvement as the device was used in a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown the actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be likely due to worn bearings caused by exposure to organic debris and materials leading to corrosion and normal component wearout, which is normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.